Manufacturer narrative:
The actual set is available for evaluation and has been requested to be returned to the failure analysis lab (fal) for evaluation. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter IV rep reported a customer complaint indicating that an extension set leaked at the male luer during total parenteral nutrition (tpn) administration to an infant pt in the neonatal unit. The infant pt is a premature, post-surgical pt and on a ventilator. The nurse reported, that the extension set use started on the evening in 2007. The night nurse noted a drop in the infant's glucose from the 100's to the 50's at an unspecified time the morning of the following day. The night nurse noted a slow leak of tpn from the tubing/male luer interface at the distal end of the set. The set was changed and the infant's blood glucose increased to the 70's approx 9:00 am. The infant was reported as "stable" the same day.